Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced debilitating abdomen pain, heavy bleeding with clots (regarded as genital bleeding) and many uti's (urinary tract infections). She was submitted to a hysterectomy at (B)(6). The reported events were considered serious due to medical importance. Only uti is unlisted according to essure's reference safety information. Urinary tract infection (uti) pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Considering uti physiopathology and given essure local action at fallopian tubes, causality between this event and the suspect insert is considered unlikely. Regarding the remaining events, after essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the consumer had a menopausal transition/menopause in association with the events; this could be an alternative explanation for her bleeding and some of other non-serious events she reported (menstrual abnormalities). Nevertheless, considering event's nature a contributory role of essure cannot be ruled out. This case was regarded as incident since device removal was required (hysterectomy performed). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0337; awareness date: 11-aug-2015). It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer stated that she have always been a very healthy, happy, energetic woman. In 2009, after careful consideration not to have any additional children, she consulted her gynecologist/obstetrician and decided to have essure inserted. She had the procedure done in the doctor's office and was only given something similar to a valium and maybe some light pain medication. She was not sedated and by all accounts the procedure went well in her opinion due to her doctor being trained well. She remembers this being painful. She did not recall immediate problems from the procedure and she did go back for "dye testing" after 90 days which showed tubes to be blocked. As time passed consumer started having extremely painful periods, cramping, heavy bleeding with clots, back pain and many uti's (urinary tract infections). The fatigue started coming on and draining her life out of her. She also experienced brain fog and was constantly taking prescription pain killers for the back and abdomen pain. Taking the pain pills became a problem and she had to get outpatient help for that. As the years went on the symptoms continued and more bizarre health issues began. Consumer went from having heavy periods to none at all. She would go months without a period, then maybe a couple heavy periods, and repeat. Since she was in early 40's a couple doctors did not think it was menopause. When this went on a couple years she finally saw a new doctor who tested her blood and she wasn't in perimenopause, but full menopause due to her fsh levels. Things got so bad that she finally found a doctor to perform a hysterectomy at (B)(6). At time of this report she was still having health issues and had lost her job in (B)(6) 2015. Due to her mental state and debilitating pain she does not enjoy life as once she did. By getting essure she feels it has forever robbed not only her life but the life of her child. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced debilitating abdomen pain, heavy bleeding with clots (regarded as genital bleeding) and many uti's (urinary tract infections). She was submitted to a hysterectomy at (B)(6). The reported events were considered serious due to medical importance. Only uti is unlisted according to essure's reference safety information. Urinary tract infection (uti) pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Considering uti physiopathology and given essure local action at fallopian tubes, causality between this event and the suspect insert is considered unlikely. Regarding the remaining events, after essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the consumer had a menopausal transition/menopause in association with the events; this could be an alternative explanation for her bleeding and some of other non-serious events she reported (menstrual abnormalities). Nevertheless, considering event's nature a contributory role of essure cannot be ruled out. This case was regarded as incident since device removal was required (hysterectomy performed). A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.